Manufacturer narrative:
Qn# (B)(4). Upon receipt the disposable blade was visually inspected for any signs of abuse/misuse/damage. The acrylic plastic light transfer base is broken (loose pieces). The complaint has been confirmed. A CAPA was opened in order to further investigate this issue. A conclusion code could not be chosen as the complaint was confirmed; however, a root cause was not established.

Event description:
Customer complaint alleges that the device had a broken plastic base. Alleged defect was detected prior to patient use. No report of patient involvement. No report of delay in treatment.